Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the sleeve covering the non-patient needle did not retract fully causing blood to leak. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 13-mar-2025. Investigation summary bd received 1 photo and 10 samples for investigation. The customer photo depicts a device where the sleeve has not properly recovered over the non-patient cannula. The 10 returned samples underwent functional tests, and all samples passed, exhibiting no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, 30 retained samples underwent functional tests, where one sample failed due to sleeve leakage observed from poor sleeve recovery. These 30 retained samples also underwent functional tests for retraction lockout, and all samples passed, showing proper activation with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the sleeve covering the non-patient needle did not retract fully causing blood to leak. No patient or user impact reported.